Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the adverse event of peritonitis, characterized by the presence of abdominal pain, which warranted hospitalization and antibiotic therapy. The etiology of the events is unknown; therefore, causality cannot be established. Prolonged antibiotic treatment, previous bacterial peritonitis, and bowel-source infections are accepted as prominent risk factors for fungal peritonitis. Based on the information available, the liberty select cycler and/or liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency, defect or malfunction caused or contributed to the patient¿s serious adverse events. Those individuals undergoing pd therapy (manual or cycler based) are known to be at high risk for infections of the peritoneum.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported the patient was hospitalized on (B)(6) 2020 for abdominal pain. Peritoneal effluent fluid cultures were obtained prior to admission and were positive for yeast (specifics not provided). The patient was diagnosed with peritonitis and currently remains hospitalized. The pdrn stated the patient is being treated with ip vancomycin 1.5 grams (frequency, duration unknown) and ip ceftazidime 1.5 grams (frequency, duration unknown). The pdrn stated he has no additional information at this time.